Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the display of the pendant did not display when image acquisition system (ias) was launched. The procedure was completed by using a remote pendant. Will be repaired at a later date. This was occurred before surgery. There was no reported delay and no reported impact to patient outcome. Additional information received stating that pendant was replaced. The initial information provided was being corrected. It was reported that the procedure was completed with the ias, but since the control panel was not displayed, the procedure was completed using the other system instead. There was no unnecessary radiation exposure. After the procedure, the second pendant was connected, and it was confirmed that only the second pendant was displayed.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, hardware parts were replaced. B01,c07,d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They were unable to confirm reported complaint, "pendant display failure." Install pendant on test system. The system and pendant booted and readied successfully on each power up. All pendant functions actuated correctly. No functional problem found. Visual inspection shows the pendant laminate was lifting/ bubbling up from around the keys and the face of the pendant. Physically damaged pendant. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.